Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "flow rate deviation." According to the customer: "patient had unstable blood pressure with episodes of hypotension and hypertension whilst being controlled with noradrenaline, upon inspection of the cvc line to which the noradrenaline was attached, the line was found to be stained with blood indicating that there has been some backflow to the line despite no recent turning or moving of the patient to cause an increased pressure. It was decided that the infusion device was not maintaining the infusion and not giving any indication of pressure issues." Mdso review of the event log was as follows: the infusion was first set up two days before the reported incident with a new set loaded at 22:09 on (B)(6) 2022. The infusion continued with many rate titrations until a downstream pressure alarm stopped the infusion at 10:37 on (B)(6) 2022. The infusion was re-started within 30 seconds of the alarm. The infusion then continued without alarm and there followed another large number of rate titrations for a further 9h 13 min when it was stopped by the user and re-started 2 seconds later at 19:53 on (B)(6) 2022. The infusion then continued for a further 7h 45 mins approx. Until the infusion was stopped by the user at 03:39 on (B)(6) 2022 - this was 2h 13 mins after the reported incident time. After a further 2h37min a new line was confirmed at 06:17 on (B)(6) 2022 and a vtbi of 1000ml over 1hour set. This infusion was started at 06:18 and resulted in a pressure alarm 29 seconds later. At 06:19 the infusion was restarted and the pump alarmed kvo at 07:19. A new line was confirmed at 07:24 with a vtbi of 100ml over 30 minutes and this ran for 27 minutes before an upstream alarm stopped the infusion. The above events don't fit with the timings and description of the incident report, which states that the pump was immediately changed for a different pump (incident date (B)(6) 2022, time 01:00). Also of note is that the occlusion alarm level was set to its highest value of 9 and would therefore increase the time taken to produce an alarm, especially at low infusion rates. When the rate was increased to 1000ml/h the pressure alarm was activated within seconds"

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 4704 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. No infusion at the specified date of the incident was given inside the history files. Therefore, the history files from (B)(6) 2022 to (B)(6) 2022 (last history files) were investigated. No anomalies in the history files could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damages are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. (B)(4). The accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.